Event description:
The customer reported the system froze up on the screen when they tried to print information. This was an intermittent lock up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.